Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (60303a1028) was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (60303a1034) was inserted, and grasping was performed. However, both grippers would not lower. Troubleshooting was performed, but the issue continued to occur. Therefore, the second clip was removed from the patient. A new clip, a mitraclip xtw (60217a1042) was implanted medial to the first implanted clip. While outside the patient, the mitraclip xtw (60303a1034) was examined and observed chordae wrapped around the grippers. It was noted that no chordae entanglement or resistance was encountered during the procedure. The procedure was completed with three clips implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.